Event description:
The port was place 1/23/96. When the port was removed, the surgeon stated that the port "looked funny and "may be defective" but did not specify exactly what the problem was. Another surgeon stated that the port and catheter did not lock properly.